Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The calcification of the lesion was somewhat severe. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported. The patient condition was good.